Event description:
Report from field indicated filter legs twisted upon deployment after getting stuck in introducer. An antecubital system was used from the jugular approach. The filter got stuck in the introducer & dr pulled back on the entire system and advanced back to the initial location. The filter deployed 5cm below the renals and the legs didn't adhere to the cava walls, but dome did form completely. The dome moved up 1-2cm before adhering to the wall. No additional procedures or injury to the pt.